Event description:
Healthcare professional reported "a right side deflation." Device has been explanted and replaced.

Event description:
Device has been replaced.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: opening, white calcification in the surface of the shell, crease fold, broken plug strap and opening. Leak test was performed and found opening on anterior. A microscopic analysis was performed which identify an opening striated in the anterior side and broken striated in the plug strap. The fill test inspection was performed, the result is no blockage based on the device analysis the final assessment is: a striated opening in the radius side assessed as surgical damage. A striated broken in the plug strap assessed as surgical damage

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported "a right side deflation." Device remains implanted.